Manufacturer narrative:
Evaluation summary: based on the content of the report, it was determined that the blurry image occurred because the lens was used without wiping off the dried marks and dirt on the surface of the lens. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 16-mar-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 16-mar-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported blurry lens occurred, but not during procedure. Unsure of when/how it was discovered. .as a result, they sent it in for repair. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.